Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported that also the implantable neurostimulator had been explanted for infection, but the date of the explant was not known.

Event description:
Additional information was received which reported that the leads were explanted but had not yet been replaced. The implantable neurostimulator (ins) however remained implanted. It was unclear if the extensions were explanted as planned. The patient was doing well and the infection had resolved. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information reported the patient's extension had also been explanted. The date of explant was unknown at the time of follow-up.

Event description:
It was reported the patient experienced the onset of an infection and associated bacteremia in (B)(6) 2014. Culturing of the patient¿s infection identified the bacterial organism as belonging to the genus staphylococcus. The patient¿s infection required antibiotic treatment and resulted in the planned explant of the patient¿s leads and extensions as a result of the issue being located there. The patient additionally was reported to have experienced a fever that was associated with the event. It was noted, however, the patient did ¿have an effective stimulation with pain relief¿ at the time of report and there were ¿no alleged product issues.¿ additional information has been requested. A supplemental report will be filed if additional information is received.